Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected fields - h6 (investigation findings, component codes, investigation conclusions).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacturer date), g1, g3, g6, h2, h3, h6 (component code, investigation findings, investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) isolated to defective pneumatic module assembly ((B)(4)), replaced and corrected failure. During leak testing drive manifold k7 failed leak test. Isolated to defective drive manifold ((B)(4)), replaced and corrected failure. Unit passed all functional and safety tests per factory specifications, returned to customer. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications. The following investigation was performed by (B)(6), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 21 aug 2025. The failure analysis and testing dept. Received part number 0104-00-0031 and 0997-00-1178 with a reported unit failure of the drive manifold leaking and the pim inoperative. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the parts individually in cardiosave test fixture serial number (B)(6) and tested the parts to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. 0997-00-1178 has a major leak and fails the all-manifold test. Root cause is impossible to define. 0104-00-0031 has no failure confirmed. Retaining the parts in the failure analysis and testing department per procedure number (B)(4) rev.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h11 corrected fields: h6 (medical device ¿ problem code, investigation findings, component codes, investigation conclusions) due to character limitation in block e1: event site name: (B)(6).

Manufacturer narrative:
Updated field: b3, b4, g3, g6, h2, h11.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the field service engineer (fse) that during preventive maintenance (pm) cardiosave intra-aortic balloon pump (iabp) drive manifold leaking, pim inoperative. No patient involment.